Event description:
The account stated the customer bent the sample and r1 needles on accident during daily maintenance on the architect i2000sr analyzer. Then when replacing the sample needle and flushing fluids, a leak occurred through the connector from the needle to tubing. This liquid reached the syringe of the r1 arm and produced a spark and smoke when making contact with the electronic card. No injury or exposure was reported.

Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) investigated the issue on site and found the connection between the sample probe and tubing was loose which allowed liquid to leak. The fse resolved the leak and replaced the syringe and cleaned the dried spilled liquids. The fse also checked the cards of the card cage for possible damage with none found. The fse calibrated the sample probe and r1 probe, verified there were no leaks, verified pressure monitoring, and verified the system by processing acceptable quality control and sample results. A review of quality trending data for the syringe found no related adverse trends or product issues in the 12 month period reviewed. A search found this to be the only complaint involving a syringe smoking/burning due to liquid leaking from a sample probe tubing connection. The architect system operations manual provides information with regard to loading and unloading reagents, maintenance, component replacement, and troubleshooting of the reported issue. Abbott diagnostic equipment and accessories that are designed by the abbott are certified to the appropriate us, canadian and international safety standards. The issue was related to a use error during daily maintenance which bent the sample and reagent probes followed by a leak at the sample probe tubing connection which was found to be loose after replacing the bent sample probe. The issue was resolved in a manner consistent with information provided in the architect system operations manual and the i2000sr service manual. Based on the evaluation performed no malfunction and no deficiency was identified.